Manufacturer narrative:
(B)(4). One (1) mmsi final tightener was returned for evaluation. Visual examination of the mmsi final tightener revealed that approximately 1mm of the hex-lobes on the x25 driver distal tips was stripped. It is mentioned in the complaint that the tightener could not be inserted completely into the set screw due to bone growth inside the cap. The damage is consistent with driver inadequately seated during use and was likely attributed to unanticipated torsional forces during tightening, resulting in stripping of the hex-lobes on the tip. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the x25 driver distal tip stripping. It is mentioned in the complaint that the tightener could not be inserted completely into the set screw due to bone growth inside the cap. A potential root cause may be due to driver being inadequately seated during use and was likely attributed to unanticipated torsional forces during tightening, resulting in stripping of the hex-lobes on the tip, evident from observed damage localized to the distal tips of the drive feature. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep sent email to field inventory that he needed a replacement. We stripped the expedium x25 torque shaft during removal of old set screws. This can happen when there is bone ingrowth inside the set screw from the previous surgery. Per complaint form: in the process of removing set screws from a surgery ten years ago, the torque shaft stripped because it could not be inserted completely into the set screw due to bone growth inside the cap. No harm to patient was caused.